Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital for diabetic ketoacidosis and hyperglycemia. Blood glucose at the time of the event is unknown. Troubleshooting was declined. The customer indicated that the doctor instructed her to discontinue using the insulin pump and requested to stop receiving supplies. The product will not be returned for analysis.